Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Result of the culture test from the user : channel rinsing water:11cfu/endoscope ·result of the culture test performed by ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) results as follows: 3cfu/endoscope(4cfu/100ml) gram positive bacteria, micrococcaceae standard value:<5cfu/endoscope conclusion - the level of detected germs was lower than the standard value of the local regulation. Device inspection result: objective lens scratched, a-rubber glue lifted, insufficient angulation and one visible stuck pixel and fixed. There was no report on the subject device being used in procedure after the suggested event was confirmed. ·nonconformity of the subject device: nonconformities of the subject device were confirmed from device investigation result, however, it cannot judge whether they affected the suggested event or not. Though the root cause of the event was not specified, the following were assumed. - reprocessing conducted by the user was deviated from the reprocessing recommended in IFU (instruction for use). - contamination occurred at microbiological sampling. DHR (device history record ) review : a review of the device history record found the subject device was shipped in accordance with specifications. Instruction for use (IFU ) (reprocessing manual) warns regarding insufficient reprocessing as follows: precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device tested positive with molds on channel. Below are information on customers cds checklist: aniosyme x3 is the detergent used for cleaning. Cleaning brush is bw 412t. Peracetic acid, the disinfectant used for disinfection. Aer treatment type- (B)(4) wd440 adaptascope, (B)(4) endohigh detergent, (B)(4) endohigh detergent. Storage is typhoon container. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by (B)(6) regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the (B)(4) subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection. No user injury reported.